Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code "malf 16." There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, instructing the customer to use a backup insulin pump in the meantime. The replacement pump was sent, and the customer was informed that the new pump would have updated software. Instructions were provided on returning the faulty pump and programming the new one with personal settings. The customer acknowledged and understood the instructions and processes discussed.